Manufacturer narrative:
It is unknown if the device will be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 2648988-2018-00024.

Event description:
Sus voluntary event report (foi for manufacturers) mw5076510 was received on 21may2018. On (B)(6) 2018, an ins8401 accudrain without anti-reflux had a crack to the proximal port and was broken at the stopcock. No other information was provided. Additional information has been requested

Manufacturer narrative:
Device was not returned for evaluation. The device history record for lot 1173478 was reviewed and no anomaly was observed that could have caused the reported condition. Also, no event was recorded for the mentioned lots; thus, the lots complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. Document review does not show any event that could cause the referred breakage. Since no sample was returned the complaint could not be confirmed; documentation review shows that there are controls to prevent this type of defect at the manufacturing site; no further evaluation is possible at this moment.